Event description:
Through journal article titled ¿strategy for salvaging infected breast implants: lessons from the recovery of seven consecutive patients¿, reported on day 9 post-op, there was an increase in the erythematous area with local heat, tenderness, and fever (body temperature, 38.4°c). A blood test showed an elevated c-reactive protein and white blood cell count. Patient was treated with intravenously administered empirical broad-spectrum antibiotics (tazocin and vancomycin). Three days later, patient underwent antibiotic lavage, debridement of necrotic tissue, and implant substitution as there was no improvement. Culture test performed showed p. Aeruginosa so antibiotics were changed to ciprofloxacin and rifampicin. Patient was discharged without complications on day 25.

Manufacturer narrative:
(B)(4). Article citation: yeo, hyeonjung, et al. ¿strategy for salvaging infected breast implants: lessons from the recovery of seven consecutive patients.¿ archives of plastic surgery, vol. 48, no. 2, 2021, pp. 165¿74. Crossref, doi:10.5999/aps.2020.01578. Implant date was noted between (B)(6) 2012 and (B)(6) 2018. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: infection and necrosis.